Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has been in the hospital for the past four months. The patient had a driveline infection that grew to an outflow graft infection. The physician stated that the infection did not reach the whole pump pocket. The patient's infection became too much for systemic antibiotics. The decision was made to explant and the pump was explanted on (B)(6) 2015. There were no signs of visible thrombus on the pump. An intra-aortic balloon pump was placed. The patient is scheduled to be implanted with another manufacturer¿s device.

Manufacturer narrative:
Approximate age of device: 11 months.the device was returned for analysis. Evaluation is not complete.no further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.